Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least twenty-eight (28) minicaps were received by the home patient with damaged pouches. This was further described as at least half of the devices inside the box had damage and as a result, were not used. This issue was observed prior to use for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual device was not available; however, three (3) photographs of the samples were provided for evaluation. The photographs were visually inspected and showed a box visibly damaged with large tears along the box¿s perforations and deformation at one corner. One minicap sample showed damage to the seal of the pouch. The reported condition was verified. The cause of the condition was due to mishandling during distribution. Should additional relevant information become available, a supplemental report will be submitted.